Manufacturer narrative:
Per the clinic, the patient was prescribed oral antibiotics due to inflammation at the abutment site. The implanted device remains. This report is filed april 6, 2016.

Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient was administered a steroid injection (date not reported) due to inflammation at the abutment site. The implanted device remains.